Event description:
Per provider the valve is stuck. Per the independent repair center statement there is alarming or red light. The sieve beds is saturated. The exhaust manifold assy valve is stuck. The exaust muffler is leaking, the ty wraps tubing are leaking and the gear clamps on tubing is leaking.